Event description:
Olympus was informed that an image of the monitor got fogged and became unclear during tur-p. The facility completed the procedure by changing the otv-27h-1d-l08e to another device. There was no report of patient injury in this event except changing the device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus confirmed that the device had traces of droplet in ccd unit and inside of adapter by immersion, dent and crack of video connector and scratch of the cable coating. Olympus attributed that shock for the device by user handling caused damages to weaken water tightness of the device, so entering water into the device brought this phenomenon. Olympus also checked the manufacturing history of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.